Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery procedure. It was reported that during the procedure, the surgeon felt inaccurate at the sphenoid sinus. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: patient identifier, age, and gender provided. Additional procedure information received. A review of the registration pattern shows that trace pattern covers a good area, over the nose and the patient's right side. There is little coverage on the patient's left side this could be due to the points being below the surface, or if the system stopped tracking the registration probe and did not collect any points on that side of the patient. This lack of coverage on that side of the head could have contributed to the alleged imprecision.

Event description:
Medtronic received additional information that the imprecision was 0.5 cm posterior and there was a delay of less than 1 hour.